Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that since implant the patient has had chest pain in the area of the heart, short of breath, disorientated and could hardly walk. The patient indicated they had seen the physician and device programming and medication adjustments were done and the patient felt better for a couple of days, but the symptoms returned. The patient saw the physician again and further programming adjustments were made and the patient was going to be checked again in a few weeks. The device is still in use. No patient complications have been reported as a result of this event.